Event description:
The reported description of this complaint notes there was a pt monitor speaker malfunction with no audio tone. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a pt monitor speaker malfunction with no audio available. Root cause: the bedside monitor was evaluated by a philips service engineer. No product malfunction was identified. The monitor was operating per manufacture specifications. However, the engineer changed the speaker assembly as the user did report a speaker malfunction. The philips technical engineer had replaced the speaker assembly as a precaution. The pt monitor was then tested and passed the performance verification tests prior to return into service for customer use. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials, or labeling problems. No further investigation or action is warranted.